Manufacturer narrative:
There have been no products, lot numbers or other identifiers provided for evaluation as of the time of this report. The user states that there have been 3 instances of the plate coming loose. Based on the radiograghs provided by the reporter, the issue has been confirmed. The investigation for this case is ongoing. Review of labeling: possible adverse events. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
This report is 1 of 3: 3012120772-2021-00061 and 3012120772-2021-00062. The surgeon alleges that there have been 3 occurrences of 2-hole plate constructs that have failed, pulling loose from the bone post-op.